Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint device has been returned to fisher & paykel healthcare (B)(4) and the device evaluation is currently in progress as we are endeavouring to obtain more information from the customer. We will provide a follow-up report upon completion of our investigation. Device evaluation currently in progress.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt265 infant breathing circuit has been returned to fisher & paykel healthcare new zealand for inspection. Result: the visual inspection revealed that the evaqua2 (expiratory) limb was evenly discolored. It is also noted that there was a powdery residue on the swivel only. An external laboratory test result revealed that the major components of the powdery residue were carboxylic acid and amide compounds. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the root cause of the discoloration. The external laboratory test result indicates that the residue on the swivel may be caused by human secretion or a type of drug usage. The customer also reported that the complaint device was used for approximately 15 days, which exceeds the maximum period of intended use of 7 days. It is possible that this prolonged usage may have contributed to the discolouration. The user instructions provided with the rt265 infant breathing circuit states: "this product is intended to be used for a maximum of 7 days." "Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare sales representative that the expiratory limb of an rt265 infant breathing circuit kit was discolored. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare sales representative that the expiratory limb of an rt265 infant breathing circuit kit was discolored. No patient consequence was reported.